Manufacturer narrative:
(B)(4).

Event description:
Head of clinical research organization contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The head of clinical research organization did not report injury or medical intervention. No additional patient or event information is available.